Manufacturer narrative:
There is no further employee information provided by the customer. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The lab tech while performing the maintenance procedure 6023, clean sample/reagent probes, on the architect analyzer suffered a scratch on the top of her right hand between the thumb and index finger. There was no bleeding, however, the area was washed with soap and water and a tetanus shot was given. There was no additional adverse impact to the employee.

Manufacturer narrative:
Additional information from the site was reviewed, the lab tech was using ppe (personal protective equipment). She dropped a cotton-tipped applicator into the sample carousel and when she retrieved the applicator, she scratched the top of her right hand on the sample probe (list number 01g48-04). A review of the entire service history for the architect analyzer, serial number (B)(4), found no other injury reports. A review of historical data for the sample probe revealed no trends, systemic issues, or nonconformances. A 12-month search found no other injury tickets involving the sample probe. A review of the architect c8000 systems revealed no systemic issues or trends related to the issue in this ticket. A review of the architect system operations manual provides adequate information regarding operational precautions and limitations, hazards, safety icons and descriptions, the use of personal protective equipment (ppe) and proper handling of probes and other sharps, maintenance, component replacement, and troubleshooting the reported issue. There is no indication of an instrument malfunction. The user accidentally scratched herself while performing required weekly maintenance procedure 6023. The scratch/injury was not caused by a malfunction of the sample probe or the analyzer but is considered a use error. Based on the investigation no product deficiency was identified for either the architect analyzer, sn (B)(4), or the sample probe, ln 01g48-04.